Manufacturer narrative:
Review of the data revealed dated 25 june 2024 : - on several recorded episodes the presence of ventricular oversensing due to the detection of a non-physiological signal (artefacts) on rv channel. - the observed ventricular oversensing lead to inappropriate charges. - despite the noise observed, the rv impedance lead measurements and the coil continuity were stable in a correct range. An extra extensive follow-up is recommended to check the defibrillator lead and again try to reproduce the oversensing. - vasalva maneuvers, prayer maneuvers + real time egm, movements of the can + suture sleeve to see when the noisy egm pattern occurs - impedance and threshold measurement under different positions of the patient (lying, standing, sitting).

Event description:
Reportedly, the patient exhibits unusual sensing in the right ventricular (rv) channel, leading to the delivery of atps. All other measurements are unremarkable. The counters have been adjusted to prevent inappropriate therapy. All documents from the programmer are attached.

Manufacturer narrative:
Please refer to the attached report review of the data dated 25 june 2024 revealed: on several recorded episodes the presence of ventricular oversensing due to the detection of a non-physiological signal (artefacts) on rv channel. The observed ventricular oversensing lead to inappropriate charges. Despite the noise observed, the rv impedance lead measurements and the coil continuity were stable in a correct range. An extra extensive follow-up is recommended to check the defibrillator lead and again try to reproduce the oversensing. The analysis will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, the patient exhibits unusual sensing in the right ventricular (rv) channel, leading to the delivery of atps. All other measurements are unremarkable. The counters have been adjusted to prevent inappropriate therapy. All documents from the programmer are attached.